Event description:
The customer had been hospitalized for high blood sugar levels. The customer has the stomach flu and understands that this could be contributing to the elevated bg levels. Troubltshooting was done on the pump and revealed that the programming is accurate. There were no significant findings in the alarm history. The pump also passed the functional tests.